Event description:
It was reported that prior to a rotator cuff repair procedure using the quantum 2 controller, the controller would not power on. The procedure was ultimately completed without significant delay using a competitor's product. There were no pt complications reported as a result of this event.